Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. As treatment, the patient changed out the pod.

Manufacturer narrative:
The pod was received deployed. No evidence of blood was observed on the returned device. The data obtained from the device showed that an 0x41 alarm had been generated during second prime, indicating that the safety sensor maximum summed error was exceeded. Abnormal rotational sensor data readings contributed to the 0x41 alarm. Rerun of the pod replicated the rotational sensor data abnormalities. Inspection of the commutator cap found evidence of contamination. This contamination contributed to the abnormal rotational sensor data and the generation of the 0x41 alarm. No damages or defects were observed that would contribute to a needle mechanism failure. The cause of the reported needle mechanism failure could not be conclusively determined.